Manufacturer narrative:
The event of "swollen lymph node" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph node."

Event description:
Patient reported unknown side "swollen lymph node", "itchiness around the implants". The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6(a), d6(b), h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, h6, h10.

Event description:
The biopsy was negative. The device has been explanted.